Event description:
N/a.

Manufacturer narrative:
Updated fields: d1,d2, d4 d9, g3, g6, h2, h3, h6, h10. The certas valve was returned for evaluation. Failure analysis - the position of the cam when valve was received was at setting 2. The valve was visually inspected; a needle hole was noted in the needle chamber. The valve was hydrated. The valve was leak tested and only leaked from the needle hole in the needle chamber. The valve passed the test for programming, occlusion, reflux, siphon guard and pressure. No root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The possible root cause for the issue reported by the customer ¿leaking from valve, causing fluid collection.¿, could be due to user¿s error, as at the time of investigation no leaking issues were noted with the valve.

Manufacturer narrative:
The certas valve was not returned for evaluation and no lot number information has been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported leaking of a certas valve, causing fluid collection. No patient injury reported.